Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous mid right coronary artery (rca). The 2.5x20mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to interactions with the patient's anatomy. Multiple attempts were made to cross the lesion with force; however, the bdc did not cross the lesion. The bdc was inflated to nominal pressure and deflated without issue. However, during withdrawal resistance was met with the patient's anatomy and the bdc proximal shaft separated. As the separated portion was outside the rotating hemostatic valve (rhv), the separated bdc was withdrawn without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The decision was made to end the procedure at that time, and it is unknown if future treatment is planned for the target lesion. There was no additional information provided.